Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom generic cup on (B)(6) 2006. The pt is currently being monitored due to unk reason. No other info was received.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has been revised to date. As no lot numbers were provided for the devices, the device history records could not be revised. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional info become available and the device (s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).